Event description:
It was reported that no disposable pump won't run. Alarm silenced and settings reviewed. Pump turned off, tubing clamped and cassette removed. Air bubble noted. Tubing massaged and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more. Tubing unclamped and pump restarted. Display now reads run. No further questions. No additional information available